Event description:
Patient revised to address loose base plate that was put in wrong at primary.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening. Provided info indicates device positioning was a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be received the investigation will be reopened. Depuy considers the investigation closed.